Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: n EU_unknown_cath, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. The patient noted that they had to have the pump explanted, and they were not planning on having another one put in at this time. The patient reportedly had one (pump) for over 14 years. The patient noted that they were "praying for a miracle."

Event description:
It was reported the patient had a catheter kink ¿several years ago¿ and the she also had two catheters in her body. One was reportedly from 2004. No further information was provided. The type of medication being delivered via the device system at the time of the event was not provided. Additional information has been requested, but was not available as of the date of this report.